Manufacturer narrative:
Initial,

Event description:
It was reported that the charger intermittently failed to charge the ilet despite a solid green charger light and the ilet indicating charging; after removing and re-seating the device on the charger, charging resumed as expected. Symptoms included no clinical effects. Outcomes included no impact on health, no medical intervention, and no hospitalization. Investigation included customer interview and troubleshooting, including use of alternate power outlets. Investigation of this case revealed a suspected intermittent charger or charging connection malfunction consistent with a power supply or connector issue. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the external power supply/charger.